Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure; stent damage, removal difficulties, and a stent dislodgement occurred. Vascular access was obtained via the radial artery. The 100% stenosed (cto), eccentric, de novo, 32mm in length target lesion was located in the moderately tortuous and moderately calcified, 4mm in diameter mid right coronary artery (rca). The lesion was predilated with a 2x10 non-bsc balloon catheter and a 2.75x12 maverick balloon catheter resulting in 85% residual stenosis. A 4.00x32mm promus element stent delivery system (sds) was advanced in an attempt to cross the lesion with difficulties resulting in stent damage. An attempt was made to retrieve the stent into the guide catheter but the stent damage became worse. The entire system (guide catheter, guide wire, sds) was withdrawn to the tip of the 6f sheath; however, the stent could not be withdrawn into the sheath. The sheath was exchanged for a 7f; however, this was still unsuccessful. During the attempts to remove the sds, the stent became dislodged in the left radial artery. The stent was removed via surgical methods. The procedure was aborted. The patient returned three days later and the lesion was treated with pre-dilation and the implant of two non-bsc stents. There were no further patient complications and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure; stent damage, removal difficulties, and a stent dislodgement occurred. Vascular access was obtained via the radial artery. The 100% stenosed (cto), eccentric, de novo, 32mm in length target lesion was located in the moderately tortuous and moderately calcified, 4mm in diameter mid right coronary artery (rca). The lesion was predilated with a 2x10 non-bsc balloon catheter and a 2.75x12 maverick balloon catheter resulting in 85% residual stenosis. A 4.00x32mm promus element stent delivery system (sds) was advanced in an attempt to cross the lesion with difficulties resulting in stent damage. An attempt was made to retrieve the stent into the guide catheter but the stent damage became worse. The entire system (guide catheter, guide wire, sds) was withdrawn to the tip of the 6f sheath; however, the stent could not be withdrawn into the sheath. The sheath was exchanged for a 7f; however, this was still unsuccessful. During the attempts to remove the sds, the stent became dislodged in the left radial artery. The stent was removed via surgical methods. The procedure was aborted. The patient returned three days later and the lesion was treated with pre-dilation and the implant of two non-bsc stents. There were no further patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A detached stent was received on a guidewire. A visual and microscopic examination found that the stent was severely stretched and damaged. Th catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).